Event description:
This vns patient reported that she has been having pain off and on that started three years earlier that has progressively gotten worse. Her current neurologist had made adjustments, lowered her dosing, and started her on medication to try and manage the pain. Approximately one month earlier, the device was disable, but the patient still reported pain as if there was swelling on the inside. When the patient lies down, it cuts off her air way. Follow-up with the neurologist showed that the pain was present at the left neck and left chest. The dyspnea was not occurring with stimulation. As intervention, the patient was referred to a surgeon to remove the lead. Explant surgery is likely but has not taken place.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2014. It is unknown what type of surgery was performed. Attempts for additional relevant information were made but have been unsuccessful to date.